Manufacturer narrative:
Product ID 3093-33, lot# v846433, implanted: (B)(6) 2011, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was unknown etiology of infection implant. The removal of infected stimulator and leads was on (B)(6) 2013. There was no re-implantation. A culture was done, and the organism grown was (B)(6). The patient was not hospitalized. It was reported that the patient recovered without sequela and the wound was "healing well". It was noted that there was "no real difference in over active bladder symptoms without the implant". No further information was provided.

Event description:
It was reported there was erosion at the implantable neurostimulator (ins) pocket site. It was also stated the patient had an infection at the ins site. It was noted that no trauma or procedure occurred near the ins pocket. The following day, it was reported the ins was explanted. The patient outcome was unknown. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).